Event description:
Same case as MFR's # 6000130-2006-00240. It was reported that during a treatment procedure for an occluded superficial femoral artery in the leg, the hydrophilic coating sheared off the zipwire guidewire. A second zipwire was used and the hydrophilic coating sheared off again. The zipwire was used with an unspecified type and size guiding catheter and during its use, the physician noted that the coating had cracked and had potential to detach from the wire, so he removed it and replaced it with a second zipwire, but the same problem occurred. The zipwire and guiding catheter were removed, and a third zipwire was used successfully. The procedure was successfully completed with no pt complications. Current pt status is reported as 'fine'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.